Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent was implanted without incidence on (B)(6) 2024. Patient represented on (B)(6) 2024 with nstemi, and in angio done on (B)(6) 2024 stent is seen to be under deployed in the proximal section. Stent slipped off the balloon resulting in under deployment of the proximal section of the stent.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, four photographs taken from the angiogram were reviewed. The two photographs of the baseline procedure show the target lesion in the mid lcx before and after its treatment. The stent has been implanted but due to the poor quality of the photographs, it cannot be verified if the stent is well expanded/adapted. The two photographs of the follow-up procedure show a stent which appears proximally deformed and not well adapted to the vessel wall. The photographs do not provide further relevant information regarding the root cause of the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the corresponding IFU advises the user to pre-dilate the lesion prior to stent positioning.

Event description:
The orsiro mission drug-eluting stent was implanted without incidence on (B)(6) 2024. Patient represented on (B)(6) 2024 with nstemi, and in angio done on (B)(6) 2024 stent is seen to be under deployed in the proximal section. Stent slipped off the balloon resulting in under deployment of the proximal section of the stent.